Event description:
Device totally delaminated during a ventral hernia procedure. Device was not soaked in any solutions prior to use. Attending surgeon continued to use the device, tacking it into place. No adverse pt consequences were reported and device remains implanted.